Manufacturer narrative:
Literature citation: olsen et al. Silastic arthroplasty in rheumatoid mcp-joints: 60 joints followed for 7 years.acta orthopaedica scandinavica, 65:4, 430-431. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 1994 literature article, by olsen et al. Titled silastic arthroplasty in rheumatoid mcp-joints: 60 joints followed for 7 years, the authors report 13 implant fractures following mcp joint arthroplasty with swanson finger joint implants.